Manufacturer narrative:
H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a vent inoperable alarm has occurred on the vela ventilator while on a patient. It was stated that it did stop ventilating. Furthermore, there was no patient harm associated with the event.